Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture and capsular contracture (grade unknown). Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side rupture and "severe" capsular contracture (baker grade unknown). Treatment included "loosen capsule". The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: unable observe openings on the device. Capsular contracture: unable to observe as it is a medical event not related to the device additional observations: yellow particles observed in the surface of the shell deformation observed on the device no further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture and "severe" capsular contracture baker grade unknown treatment included "loosen capsule". The device has been explanted.